Event description:
Information received by medtronic indicated that the insulin pump went off without knowing. The insulin pump case was cracked. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
S/w version 6.5v. Retainer ring = black . Case type: ngp. Customer returned pump for alleged cosmetic damage located at the pump case, blank display, and high bg observed on (B)(6) 2022. The pump passed the self test, displacement test, active current test, and sleep current test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0872 inches. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on 05/22/2022 22:18:55.000 and battery failed alarm [58] on 05/22/2022 22:19:04.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed 7 no delivery alarms during basal: start date 05/20/2022 05:19:00.000 end date 05/20/2022 06:56:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed on the pump case. No blank display noted during analysis, blank display not confirmed. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.